Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2021, with no information regarding blood glucose. The customer was treated with intravenous drip. Customer was using mmt 670 pump. It was unknown whether the customer was using the auto-mode feature. The insulin pump will not be returned for analysis.